Event description:
It was reported that the patient received several shocks, due to an apparent lead fracture, that caused the ventricular lead impedance to increase from 600 to greater than 2000 ohms. The lead was explanted and replaced. The device was also explanted due to premature battery depletion caused by the numerous shocks. No patient complications were reported as a result of this event.

Manufacturer narrative:
Notification that this event does not meet the user facility's reporting criteria will be filed internally if it is received after this report is submitted. Evaluation summary: no anomalies found. Other: it was reported that the patient received several shocks, due to an apparent lead fracture, that caused the ventricular lead impedance to increase from 600 to greater than 2000 ohms. The lead was explanted and replaced. The device was also explanted due to premature battery depletion caused by the numerous shocks. No patient complications were reported as a result of this event. No conclusion can be drawn, impedance, high lead(s), fracture of shock, inappropriate.

Event description:
It was reported that the patient received several shocks due to an apparent lead fracture that caused ventricular lead impedance to increase from 600 to >2000 ohms. The device was explanted due to premature battery depletion caused by the numerous shocks. The lead was also explanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. Notification that this event does not meet the user facility's reporting criteria will be filed internally if it is received after this report is submitted. Analysis of the device is in process; the results will be forwarded when available.